Manufacturer narrative:
The software will be upgraded.

Event description:
When analyzing blood samples on an abl825 blood gas analyser with flexq module, a displacement between pt ID and samples was introduced. The displacement in pt ID may occur when a syringe is placed in the flexq module, the barcode is scanned and then quickly removed from the flexq module before the blood is aspirated to the blood gas analyzer. The problem is caused by the software handling.